Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08933. It was reported that the patient presented in the clinic for regular follow-up. It was revealed that the atrial lead was not working due to dislodgement. Atrial lead dislodgement was confirmed by x-ray. It was stated that during atrial lead replacement right ventricular lead was displaced, as a result right atrial lead was also replaced. The patient was stable.